Event description:
It was reported that the shelf carton label of 1000 bd ultra-fine¿ ii insulin syringes had no lot or expiration date listed on it. The following information was provided by the initial reporter: "no lot# and expiry date".

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation is performed based on the photos provided. The customer provided (2) photos consisting of multiple syringe 30g 8mm shelf cartons, reporting missing label information. The photos were visually examined and observed missing label information (no lot# and expiry date) on the shelf cartons. Based on the photos provided, embecta was able to confirm the reported failure. A review of the device history record was completed for batch# 2137915. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photos received, embecta was able to confirm the customer-indicated failure.

Event description:
It was reported that the shelf carton label of 1000 bd ultra-fine¿ ii insulin syringes had no lot or expiration date listed on it. The following information was provided by the initial reporter: "no lot# and expiry date."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.